Event description:
This is a spontaneous case report received from a surgeon, (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced implant did not want to fall into place and stuck in delivery system, implant was not correctly placed, possible lesion inside of fallopian tube, and possible lesion inside of uterus. No info given on patient's history, past drugs, concurrent conditions and concomitant medication. On (B)(6) 2014 the pt had essure (fallopian tube occlusion insert) inserted for indication not reported. Physician reported that at the time of the essure release, implant did not want to fall into place and stuck in delivery system. Implant was not correctly placed. Immediate action: implant was removed with grasping forceps from urology. Physician reported possible lesion inside of fallopian tube and uterus and considered it as serious due to its medical importance. A new implant was fitted without apparent problem. Reporter causality: physician did not report the relationship between all the events initially reported and essure.